Event description:
It was reported that during ipg replacement (related manufacturer reference number: 1627487-2023-01988), intra-op lead diagnostics measure invalid impedances on one lead. As a result, the lead was explanted and replaced, addressing the issue. The investigation did not determine which lead had invalid impedances.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans; UDI: (B)(4); batch: 4287216. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.